Manufacturer narrative:
(B)(4).

Event description:
Complaint is reported as: PICC was very tight going through the sheath, PICC wasn't round, looks and feels flat in spots but was able to get it in the patient. They have been choking up and 'forcing' the PICC through the sheath or breaking the sheath early and floating the PICC in. No patient harm reported. The patient's condition is reported as fine.

Event description:
Complaint is reported as: PICC was very tight going through the sheath, PICC wasn't round, looks and feels flat in spots but was able to get it in the patient. They have been choking up and 'forcing' the PICC through the sheath or breaking the sheath early and floating the PICC in. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.